Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was depleted because they haven't charged or used it in a couple years. The patient was seeing a reposition antenna screen and a poor communicate screen when trying to interrogate the ins with the recharger and programmer respectively. MRI compatibility guidelines were provided to the patient. Additional information received from the patient. It was reported that no actions were taken to resolve the dead battery issue. They were wondering if the ins could be charged up again so they could use it for the pain in their back. Additional information was received from the patient. It was reported that the ins hadn't been charged for 2 years because the patient was in the hospital so they were unable to charge it or use it. The patient stated that their healthcare professional wanted to do an MRI of their back and wanted to confirm MRI eligibility; patient services reviewed MRI considerations with a depleted ins. Additional information was reported that the patient said her ins is out of charge and she thinks she needs a new one where they would exchange it for her old one because she cannot charge it up. The patient noted that they tried to resolve the issue in 2019, and they could not do it. No further information was reported.